Event description:
Durolane 60 mg-3 ml syringe injection patient reported on a grievance submitted online that the medication was horrible and resulted in member being in severe pain and caused swelling.